Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens using the staar injection system and the lens stuck in the injector and a haptic tore off the optic during delivery of the lens into the eye. Lens was removed and replaced with no pt injury.